Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a channel b 814:01 was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries as a result of use/user error. The main batteries were replaced in order to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4)the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with failure codes 814:01 on channel a and channel b. This complaint addresses the failure code 814:01 on channel b. It is unknown when or in which care area this event occurred. This condition may have interrupted delivery. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.the user interface module software version of this pump is currently unknown.